Manufacturer narrative:
The reported event of loss of sensing was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
During initial implant procedure, no sensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced. The patient was stable.